Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the products had acceptable results.a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bypass ( anastomosis) open procedure, the thread got broke. The suture was not hydrated prior to use. No component fell into the patient cavity. An x-ray was performed. The surgical time was extended due to the product problem, the product was replaced with the new one (same model, different lot number) in order to complete the case, no injury. Patient status: alive - no injury.